Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
The clinic reported to the customer service the following event: "the shutter plug broke during use, on the patient".